Manufacturer narrative:
Visual and optical inspection identified damage to the hexa-lobe tips about ~1mm from the distal tip. The depth and consistent morphology around the tip is consistent with incomplete engagement of the driver during usage.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted images appear to display instrument distal tip deformed and sheared at the hex lobes.

Event description:
It was reported that the patient presented due to lumbar spinal canal stenosis and underwent posterior lumbar interbody fusion at l4/5. During procedure, the reduction set screw breaker was spinning during final tightening. It was during the final tightening of the last set screw in l5 of right side that the driver rotated idly. The tip of the breaker was found to be stripped. The driver was hammered because it was hard to insert all the way. The tip of the driver seemed to be crushed. No fragment of the product remained inside the patient. The product came in contact with the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.